Event description:
Discordant advia centaur cp tni ultra results were obtained on pt samples. The results were reported to the physician(s). Upon retest the corrected results were reported to the physician(s). Only (B)(6) was treated for an mi and given medication. There was no report of pt adverse health consequences due to the discordant tni ultra results.

Event description:
Discordant advia centaur cp tni ultra results were obtained on pt samples. The results were reported to the physician(s). Upon retest the corrected results were reported to the physician(s). There was no report of pt adverse health consequences due to the discordant tni ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant tni ultra results is unk. The fse did not find an issue with the instrument. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant tni ultra results is unk. The fse did not find an issue with the instrument. The instrument is performing within specs. No further eval of the device is required.